Manufacturer narrative:
The customer stated that the fse report states that they could not find any damage to the power supply and main board, but did replace the I-main board. They stated the instrument initialized, calibrated normally, all levels of controls passed and the system was fully functional.

Event description:
The customer reported that smoke was seen coming from the instrument. There was no report of injury due to this event.